Event description:
Customer reported that a patient's sample containing anti-e was negative when tested with 08% resolve panel a lot vra105, cel #6. Sample reacted 1+ with cell #3. No death or serious injury was associated with this incident.